Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was later discharged. Patient returned 3 days after discharge to the emergency room with a large hematoma which required surgery to correct. The patient also stayed overnight for operation. The user noted that access was correct, deployment was correct and discharge in the facility was followed correctly. Physician also noted patient had a history of methamphetamine use and blood pressures of over 200.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to evacuate the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. It should be noted that the physician noted that patient had a history of methamphetamine use and blood pressures of over 200.